Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient hurt her back on (B)(6) at work. The patient didn't feel like the device worked at all anymore. After the fall, towards the (B)(6), was when the patient felt like the device stopped working. The patient had tried adjusting it but if she turns it up it is too high and hurts, if she turns it down it is not strong enough and doesn't work. The patient had tried injections and physical therapy for her back and they were not working. They had done a CT scan. The patient hadn't seen their physician regarding her device due to insurance reasons. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3093-33 lot# v963187, implanted: 2012 (B)(6), product type lead product ID 3093-33 lot# v909187, implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).